Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included fever and soreness at the pocket site. The physician believes the infection was procedure related. The patient was initially given IV antibiotics and continued with oral antibiotic upon release from the hospital. The patient's symptoms resolved following the explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory. Complaint was not confirmed for lead extensions. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included fever and soreness at the pocket site. The physician believes the infection was procedure related. The patient was initially given IV antibiotics and continued with oral antibiotic upon release from the hospital. The patient's symptoms resolved following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm model # sc-3138-55 (B)(4) description: lead extension, 55cm.